Manufacturer narrative:
The device remains implanted in the patient, so no evaluation was performed. Device still implanted - not returned.

Event description:
(B) (4). As reported to coloplast, an item was damaged/ broken. There was difficult needle passage due to thick (wide) bones, and the suture on rt leg (fo) extension tore. Needed to use another suture.